Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES the system was in retry mode. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 14-AUG-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that station was in retry mode. A technical support specialist confirmed the station encountered structured query language retry errors and following knowledge article "Retry Mode: UPDATE Strg.StorageSpaceState" and found that the retry errors were resolved, restoring normal operation, and the case was closed as resolved. The system functioned as intended after the technical support specialist troubleshot the device.